Event description:
Drive devilbiss was notified of an incident involving a wheelchair by the end user who reported that the brakes did not lock when the end user went to sit down on the device. The end user slid down off the chair and caught her right leg under the cabinet which then twisted causing her to fracture her fibula and ankle. The end user had a cast for 16 weeks. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.